Event description:
Event description guidant received information that this device, which was included within a subset of devices affected by a recent physician notification, was explanted due to premature battery depletion. The device was implanted over five years and was programmed to nominal parameters. It was reported that the clinic has lost faith in guidant's products.